Event description:
It was reported that after a factory reset and during setup, the ilet displayed the fill tubing screen where drops were seen but the yes selection on the touchscreen was unresponsive, and the device could not reconnect to the mobile app despite standard steps; a replacement ilet was issued and a return label was later provided. Symptoms included device touch input failure during setup. Outcomes included interruption of pump setup and need for device replacement. Investigation included remote technical troubleshooting attempts, mobile app reinstall and reconnection steps, device restart attempts, and supervisory escalation. Investigation of this case revealed a screen responsiveness malfunction consistent with a hardware user interface fault preventing progression through the setup workflow. It was concluded that the device experienced a touchscreen malfunction and replacement was warranted.